Event description:
The manufacturer's representative reported that pump reservoir volume discrepancies have occurred at the last 3 refills - with about 20% underinfusion. The patient reports intermittent therapy. The pump was explanted and replaced in 2006. Implant duration was 53 months. The device has not been returned for analysis as of the date of this report. The pump contained compounded baclofen. Final patient outcome was not reported.